Manufacturer narrative:
As reported a patient underwent placement of a trapease permanent vena cava filter. According to the information received in the medical records, the patient had a history of severe atherosclerotic cardiovascular disease, deep vein thrombosis (dvt), morbid obesity, vaginal bleeding and was contraindicated for continuous anticoagulation. The patient developed recurrent episodes of vaginal bleeding while on coumadin and lovenox, requiring d and c¿s. The patient was recommended to be on birth control pills to control the bleeding. Approximately three years and ten months post implant a second filter (optease) was placed. The indication for the second filter placement was pulmonary embolism, history of dvt and evidence of ivc thrombosis. The filter was placed via the right internal jugular vein and deployed in the suprarenal location, as there was thrombus of the ivc up to and including the previously placed filter. The patient tolerated the procedure well. Approximately seven years and two months post implant of the optease filter, a computerized tomography (CT) scan was performed to evaluate the filters. The reformatted images were submitted for review two years and nine months later. The review indicated that both filters were perforating through the ivc with multiple struts extending extraluminal. The image review reported an optease filter at the t12-l1 interspace. The filter is tilted anterior and medially at the superior end; it is also tilted anterior at the inferior end, and it contacts the ivc wall. All the struts perforate the ivc up to 6mm. Two struts perforate 4mm, one resides in the soft tissues, and one contacts the bowel. Two struts perforate 5mm and one contacts the pancreas and the other the diaphragmatic crus. Two struts perforate 6mm, one contacts the bowel and the other resides in the soft tissues. No hemorrhage was seen; no thrombus within the ivc, nor fracture fragments were identified. The report additionally noted that the cordis optease filter is considered temporary and removable; however, secondary to the position as described, it does not appear amenable to percutaneous endovascular removal. The patient subsequently reported becoming aware of perforation (ivc and organ) of both filters. The patient also reported blood clots post implant and anxiety related to the filters. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter and optease vena cava filter are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The optease filter is indicated for temporary as well as permanent placement. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological (birth control pills) and vessel characteristics. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Shortness of breath, pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the patient profile form (ppf), the patient reports having been implanted with two cordis inferior vena cava (ivc) filters. The patient was initially implanted with a trapease filter and underwent placement of an optease filter three years and ten months after the first filter (trapease) failed to prevent pulmonary embolism (pe). During the optease implant procedure, there was evidence of vena cava thrombosis extending into the trapease filter. The optease filter was placed proximal to the trapease filter in the suprarenal location. The patient tolerated the procedure well the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs and tilting of both filters. The patient became aware of these events approximately thirteen years and ten months after the initial filter implantation. The patient further asserts to have suffered from pain and blood clots post implant and experienced anxiety related to the filters. Per the medical records provided for review, about seven years and two months after the optease filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for evaluation of the filters, and the reformatted images were submitted for review two years and nine months later. Review of the images reported dual ivc filters perforating through the ivc with multiple struts extending extraluminal. The image review additionally reported the cordis optease retrievable ivc filter at the t12-l1 interspace. The optease ivc filter is tilted anterior and medially at the superior end; it is also tilted anterior at the inferior end, and it contacts the ivc wall. All the struts of the optease filter perforate the ivc up to 6mm. One anterior strut perforates the ivc wall 6mm and contacts the bowel. A medial strut perforates the ivc wall 6mm and resides within the soft tissues. One medial strut perforates the ivc wall 5mm and contacts the pancreas; a posterior strut perforates the ivc wall 5mm and contacts the diaphragmatic crus. A lateral strut perforates the ivc wall 4mm and resides within the soft tissues and another lateral strut perforates the ivc wall 4mm and contacts the bowel. No hemorrhage was seen; no thrombus within the ivc, nor fracture fragments were identified. The report additionally noted that the cordis optease filter is considered temporary and removable; however, secondary to the position as described, it does not appear amenable to percutaneous endovascular removal.